Event description:
Related manufacturer reference number: 2017865-2023-17036. It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2023. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated and the right ventricular (rv) lead had high capture threshold. The physician explanted and replaced the device on (B)(6) 2023. No programming changes were made to the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Longevity analysis found the battery depletion to be premature. The cause of the communication failure was due to low battery voltage as a result of premature battery depletion. The battery was sent to its manufacturing site for analysis, and it was determined the premature depletion was due to an internal battery anomaly. The cause of the premature depletion is an internal battery anomaly.